Event description:
It was reported that the insulin pump was unresponsive. After changing the battery, the display went blank. Nothing further was reported.

Manufacturer narrative:
The display was blank due to faulty liquid crystal display driver.